Event description:
It was reported during remote follow up that the left ventricular lead exhibited high pacing impedance and loss of capture. Fracture was suspected, but not confirmed. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.

Event description:
Additional information notes that the patient suffered a vascular dissection.